Event description:
Discordant calcium (ca) and urea nitrogen (bun) results were obtained on a dimension vista 1500 instrument for two patients. The results were reported to the physician(s), who questioned the results. The customer repeated the same samples on an alternate system and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca and bun results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant calcium and urea nitrogen results was due to a bent aliquot probe. The fse replaced the aliquot probe and verified alignment, checked all instrument probes and drains. The instrument is performing within specifications. Further evaluation of the device is not required.